Manufacturer narrative:
(B)(4).

Event description:
It was reported that , intra-op, the middle locking screw mechanism came off. The surgeon left the plate in and removed the piece that broke off. Product came in contact with the patient. No patient complications were reported as a result of this event.